Manufacturer narrative:
Analysis confirmed the customer comment of an error at start up and additionally noted that its hanger was broken, its display was damaged and that incoming test failed on the emergency key check, making it necessary to replace the key pad. The unit was cleaned and inspected, the display, hanger, keypad and upper case were replaced. The unit was tested and calibrated and it passed its automated system testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator generated an error. The generator has not been received into service. There was no patient involvement. It was further reported that the product was returned to service. It was further reported that the generator subsequently tested out of specification during manufacturer's analysis.